Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a5, b5 product event summary: the controller con301950 is a 2.0 controller. The controller passed visual inspection and functional testing. The log file analysis revealed switching events due to momentary disconnect within the analyzed period involving batteries: bat218832, bat221367, bat221890 and bat510252. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The momentary disconnect switching events are currently being internally investigated. Other devices involved in this event: bat218832 d10: yes, return date: 2018-01-12 h3: yes h6: FDA method code(s): 10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 bat221367 d10: yes, return date: 2018-01-12 h3: yes h6: FDA method code(s): 10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 bat221890 d10: yes, return date: 2018-01-12 h3: yes h6: FDA method code(s): 10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 bat510252 d10: yes, return date: 2018-01-12 h3: yes h6: FDA method code(s): 10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller and batteries were exchanged.

Manufacturer narrative:
Was corrected for supplemental 001 product event summary: it was reported that the batteries and controller exhibited power switching. One (1) controller (B)(4) and four (4) batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15- minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. CAPA (B)(4) is investigating momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de/ expiration date: 2017-05-31 (B)(4), not available for evaluation, mfg date: 2016-05-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de/ expiration date: 2017-07-31 (B)(4), not available for evaluation, mfg date: 2016-07-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de/ expiration date: 2017-08-31 (B)(4), not available for evaluation, mfg date: 2016-08-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de/ expiration date: 2018-01-31 (B)(4), not available for evaluation, mfg date: 2017-01-31, not labeled for single use, (B)(4).

Event description:
It was reported that the batteries and controller exhibited power switching between the controller power ports despite the battery c apacities being greater than twenty-five percent (25%). The batteries are expected to be replaced and the controller remains in use. No patient complications have been reported as a result of this event.